Event description:
Reporter alleged blood glucose measured 370 mg/dl at 10:06 am with one vial of test strips and when using a different vial, the result was 125 mg/dl at 9:56 am. No treatment was received or actions taken as a result. A request was made for the return of the suspect device and replacement product was sent.